Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. The customer's blood glucose level was not impacted. As these alarms occurred prior to contacting tandem technical support, troubleshooting to help the customer clear the alarm could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.